Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 2/4/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of 288 mg/dl using truemetrix meter and 104 mg/dl using another device. Customer feels 288 mg/dl is too high for him. The customer's expected fasting blood glucose test result range is 70 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was performed by the customer non-fasting and produced test results of 144 mg/dl and 142 mg/dl using truemetrix meter. The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is two weeks. The meter memory was reviewed for previous test result history: (B)(6).